Event description:
Healthcare professional reported additional event of capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on patch, delamination on patch. Leak test and microscopic analysis was performed which identified: sharp opening on patch, striated opening on anterior, delamination of the patch (<75% partial separation) and yellow biological tissue inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp opening on patch assessed as an unidentified (tear) opening. A delamination partial of the patch(overall) (cohesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.